Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist confirmed early periodontal disease with periodontal chartings showing improvement between each charting. Current chart shows no bleeding after regimen of regularly cleaning (3x a day), and flossing. The patient continues to see a gum specialist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.